Event description:
Initial information was reported by a physician via a company sales representative on jul-20-2010: a female patient was treated with poly-l-lactic acid (sculptra) two years ago (2008) by another physician who is no longer in medical practice. The patient has developed multiple bumps at the injection sites and this physician described it as an allergic type reaction. He reported that the patient has come to him for resolution of her symptoms. The sales representative confirmed that the physician has not yet attempted treatment. No further relevant information was provided at the time of this report.